Event description:
On (B)(6) 2012 it was reported that the vns patient has recently been implanted with vns for hiccups. The patient was turned on to an output of 0.25ma during surgery and the patient has been experiencing an uncomfortable feeling in the neck as well as becoming depressed. The patient's hiccups have also become worse. Additional information has been requested but no further information has been received to date.